Manufacturer narrative:
Exemption e2015054. (B)(4). This summary report is part of the (B)(6). One complaint was received during this report period and it showed no evidence of any device-related fault. The device was labeled for single use and was not reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes 1 malfunction event that is associated with the unintentional separation of the device and/or its components from something to which it is connected or attached. These reports were received from various sources. Patient information confirmed. (B)(6).